Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device polarity changed unexpectedly several times, and the measured impedance on the right ventricular channel was high. A lead/header connection issue was suspected, but diagnostic imaging did not confirm a lead connection issue. The patient was stable and will continue to be monitored.